Event description:
It was reported that the patient passed away due to multisystem organ failure (msof). The patient's bilirubin was up pre-implant. The patient underwent a midline sternotomy, and a cut and sew in order to repair their mitral valve. Preoperatively, the patient's heart rate was 80 beats per minute (bpm), blood pressure was 83/70, pulmonary artery pressure was 64/28, and central venous pressure was 13. They were also on impella preoperatively. After the operation, the patient's heart rate was 80, their blood pressure was 98/78, pa 62.38, central venous pressure was 17. Their vad speed was 5200, flow was 4.3 liters per minute, pulsatility index was 2.5, and power was 3.6 w. The right ventricular assist device (rvad) was 4.4 lpm, and speed was 2190. The patient had gastrointestinal bleeding on (B)(6) 2025 with multiple products, embolism in right colic artery. On (B)(6) 2025, the patient had a white out left lung related to mucus plug, they were reintubated/bronchoscopy. They had duodenal ulcers, ischemic colitis. They had a tracheostomy on (B)(6) 2025. They also received continuous renal replacement therapy (crrt). Rvad was implemented due to worsening right ventricle function. They had alveolar hemorrhage, bronchoscopy, and clot evacuation. Due to msof, they were transitioned to comfort care. It was reported that the patient's outcome was not device or therapy related.

Manufacturer narrative:
Additional h6 health effect cides: respiratory system e07: respiratory failure e0742 hepatic and biliary system e11: hyperbilirubinemia e1103 gastrointestinal system e10: colitis e1036 vascular system e05: hemorrhage/blood loss/bleeding e0506. Generalized disorders e23: ulcers e2339. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. It was reported that the patient¿s outcome was not considered to be device or therapy related. An autopsy was not performed, and the device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death, bleeding, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also outlines indications of thrombus as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.